Event description:
It was reported that patient had a bladder problems and was "very sick." The patient stated she was still having symptoms of burning, and fluctuation of their bladder, and urgency. Patient stated that these symptoms could be related to the stimulation per her health care provider (hcp). The patient was planning to see her health care provider on the day of this call. The patient previously went to urgent care and she was put on antibiotics sulfa for her bladder. The patient later reported that her bladder was throbbing and can hardly stand up and needed to take medicine. The patient went to see her hcp last tuesday and found blood in her urine. The patient was so sick and disoriented. The patient stated hcp said she had a severe bladder infection. The patient had been aching and starting having chills. The patient¿s blood sugar was okay but she was stressed out due to deaths in the family. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v207134, implanted: 2009-(B)(6), product type: lead product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).